Event description:
It was reported that the patient's blood glucose level rose above 13.9 mmol/l while wearing the pod between 49 and 71 hours. The cannula was observed to be dislodged from the infusion site and upon pod removal the cannula was reported to be bent. As treatment, a new pod was placed and activated.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+.